Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: addr01 ipg ,implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
The full lead was returned to the manufacturer and tested out of specification during manufacturer's analysis.